Event description:
The event reported as: complaint alleges: the foley broke off at y-site between the bulb and the pt connector. This occurred when attempting to insert the catheter, the catheter was removed, and another was used successfully. No pt injury reported. Pt condition is fine.

Manufacturer narrative:
No sample is available for the MFR to evaluate.